Event description:
It was reported that the patient saw a battery low warning screen upon interrogation. The manufacturer representative contacted the manufacturer in (B)(6) 2013 about the same problem and it was recommended to send the patient home since the seemed to be transient. The manufacturer representative then tried a different patient programmer and that indicated that the battery was low as well. The patient had settings from 4.5 to 4.8 volts (typically with c+, 0-). Additional information received reported that the patient was seen on (B)(6) 2013 and on both occasions, the patient programmer showed a low battery icon. It was mentioned that there was a 2007 notification about and automatic test that created the error, when the clinician programmer indicated a normal battery condition. The patient was sent home and reassured that the battery was ok, but told to watch for end of service (eos) and ignore the error. There was no real problem with stimulation, except for the patient found stimulation more comfortable at a pulse width of 270 microseconds, instead of 210 microseconds. All stimulation was at the anus.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with the manufacturer representative on (B)(6) 2014 and it was confirmed that both the patient and clinician programmers showed that the battery was low. The patient was to be scheduled for a replacement. It was stated that the implant was functioning, but the patient could not "change values etc..." With the patient programmer.